Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient went to have an MRI last thursday, but they were unable to place the device into MRI mode. The patient rep reported seeing a message that the battery was low, but then it came on. The patient had to cancel their MRI appointment. The patient rep was not with the patient at the time of the call. The patient rep was advised that if the internal battery was depleted, the healthcare provider (hcp) could fill out a form to allow the MRI to move forward. The patient rep would charge the external equipment and call back when they were with the patient to troubleshoot. Additional information was received from the patient. It was reported that the patient representative attempted to connect to the ins and saw message that internal battery has lost all data, contact clinician. They were redirected to the healthcare provider(hcp).